Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and bolus inquiry from the insulin pump. The customer's blood glucose reading was 458 mg/dl. The customer stated that he needed to take a correction and had ketones. The customer felt as if he gave more insulin than what the pump recommended. The customer declined to troubleshoot for high blood glucose readings. The customer stated that he had a bad site and changed the site.